Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when the pencil was in use with a forcetriad generator, it did not work. When it was plugged into a forcefx generator, it was self-activating. A new pencil was used without incident. There was no patient injury.